Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, the device stapled only half of the line. Blood lost from one side. Additional suture was performed. There were no adverse consequences to the pt.